Event description:
Pump #1 was reported to overinfuse. A 1000ml bag of kcl was set to infuse at a rate of 1999ml/hr for 30 minutes. This setup was taken off the pump. Then a 250ml bag of pitocin was hung to infuse at a rate of 6ml/hr. The pitocin was noted to overinfuse. The pump was switched out right away and no adverse outcome resulted.